Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of pain ("erratic pain") in a female patient who had essure (batch no. B47954) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced hypersensitivity ("atypical allergic syndromes more than 6 months ago"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pain and hypersensitivity outcome was unknown. The reporter provided no causality assessment for hypersensitivity and pain with essure. The reporter commented: events starting more than 6 months ago. Diagnostic results: inserts in place. Uterine tubes not kinked, no inflammatory rash or perforation. Quality-safety evaluation of ptc: lot number: b47954 expiration date: 30-jun-2016 production date: 27-jun-2013. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain ("erratic pain"). The event lasted for more than six months. Essure was removed. Pain is serious due to its medical significance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred while essure was in place. Given event's nature and absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of pain ("erratic pain") in a female patient who had essure (batch no. B47954) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced hypersensitivity ("atypical allergic syndromes more than 6 months ago"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pain and hypersensitivity outcome was unknown. The reporter provided no causality assessment for hypersensitivity and pain with essure. The reporter commented: events starting more than 6 months ago. Diagnostic results: inserts in place. Uterine tubes not kinked, no inflammatory rash or perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-may-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 346 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: b47954 expiration date: 30-jun-2016 production date: 27-jun-2013 based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-may-2017: no further information is expected. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain ("erratic pain"). The event lasted for more than six months. Essure was removed. Pain is serious due to its medical significance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred while essure was in place. Given event's nature and absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 05-apr-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pain ("erratic pain") in a female patient who had essure (batch no. B47954) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced hypersensitivity ("atypical allergic syndromes more than 6 months ago"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pain and hypersensitivity outcome was unknown. The reporter provided no causality assessment for hypersensitivity and pain with essure. The reporter commented: events starting more than 6 months ago. Diagnostic results: inserts in place. Uterine tubes not kinked, no inflammatory rash or perforation. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain ("erratic pain"). The event lasted for more than six months. Essure was removed. Pain is serious due to its medical significance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred while essure was in place. Given event's nature and absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No further information can be requested.